Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. The merge healthcare unity investigation showed the report did not upload successfully, and will have to be recreated. To resolve this issue, the exam was re-read by the doctor. No other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. The customer alleged an exam was read on (B)(6) 2019 but the report was not viewable. Merge healthcare technical support connected to the site and found that there was a report save event but the report did not upload. The report was listed in the audit trail, however, no word document/report was listed in the report directory or the exam properties. Tech support regenerated the report template for reading again. The exam was re-read and the report was generated and approved by the doctor on the same day (B)(6) 2019. Only this exam was affected; other exams read from the same station had no issues. The reported issue was resolved with the re-reading of the exam and generation of the report. There was no reported adverse event to the patient. However, while images were available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. Reference complaint (B)(4).